Event description:
Damage to the pump housing and usb was reported, affecting the ability to charge the pump but not causing it to shut down. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support planned to replace the pump, and prior to returning it, the customer was instructed to put it into storage mode. The customer agreed to use multiple daily injections as a backup therapy and understood the process for returning the pump with a prepaid label within ten days.